Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was admitted as an inpatient for medical treatment in two different occasions due to low blood glucose of 30 and 24mg/dl. The caller stated that the customer just came out of the hospital after suffering three heart attacks and an infection in his leg, which caused his blood glucose to drop. During the call, the spouse mentioned that the insulin pump has been dropped and the drive support cap is flush. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.